Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2015. The first revision surgery was dated (B)(6) 2011, where a poly swap was performed. The original surgery is dated (B)(6) 2011. This revision surgery was due to patient pain and instability. During the revision, a cracked tibial baseplate component was found as well as large cyst-like cavities under the side of the cracked component which tested positive for infection. The tibial baseplate and femoral component, from the original surgery, and the insert and retaining bolt from the first revision surgery were removed and antibiotic spacers were temporarily implanted.